Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient was at school in the gym when he became unresponsive. No bg or cgm values were taken at this time. The school called an ambulance and the patient was transported to the hospital. Once at the hospital the patient¿s cgm was 400 mg/dl and the bg meter was reading 69 mg/dl. The patient was treated with sugar water. It is unclear when the patient regained consciousness. Before being discharged home the same day, the patient's cgm was 227 mg/dl and the bg was 118 mg/dl. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.